Event description:
It was reported that, for the past ten days, the patient's implantable neurostimulator had been turning on and off by itself. The patient was pressing the top blue button on the side of the patient programmer when checking the device. No patient symptoms or outcome were provided. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3093, lot # v620561, implanted: (B)(6) 2011, explanted: na; programmer model 3037, lot # njd122882n; implantable neurostimulator model 3058, lot # njy163465h, implanted: (B)(6) 2011, explanted: na; lead model 3093, lot # v620561, implanted: (B)(6) 2011, explanted: na; programmer model 3037, lot # njd127997n.